Event description:
Primary nurse was leveling the transducer of the arterial line, the vamp and tubing separated causing back flow of blood out of the patient. With timely intervention, the line was preserved, and patient blood loss was minimal. I was at the bedside assisting with repositioning at the time, there was no substantial pressure applied to the connection in the process of leveling the transducer and minimal manipulation of the line during movement. Another identical device was obtained and used on patient and no harm occurred from this event.